Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cystonephrofiberscope tested positive for 1 colony forming units (cfus) of unspecified contamination. The issue was found during a routine culture of the scope. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the data provided, the case can only be partially assessed. No correlation has been observed between the product/device status and cause of contamination. The device inspection report didn't contain any deviation or failure. Without the cds information from the customer, we are not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. The reprocessing procedure on site should be checked. The olympus hygiene microbiological investigation(hmi) was negative.

Event description:
No additional information received from customer.